Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During device preparation for the af procedure, an error message stating that the device is for single use only appeared. The catheter was reconnected with no resolution. The tactisys was powered on and off with no resolution. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.